Manufacturer narrative:
The device was returned for evaluation. The device voltage was received at elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient passed away. There are no known allegations from healthcare professionals indicating that the death was related to the device. The reported cause of death was congestive heart failure.